Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the ra, lv, and rv seal plugs. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy. Three hex wrenches were returned with the device. No visual irregularities were noted with any of the three wrenches.

Manufacturer narrative:
The device is expected to be returned. Upon return and completion of laboratory analysis, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system was implanted. Upon closing the pocket and testing the system, signals exhibited a low density air bubble like phenomenon on the rate/sense channel, but not the shock channel. The lead was reset in the header, but no change in signal. The physician requested a new device. Upon explanting the device from the patient, cuts on all seal plugs were observed. As a result, the field representative questioned if this damage could have occurred due to a damaged torque wrench. The attempted crt-d and three torque wrenches will be returned for analysis. Other than having to reopen the first layer of the pocket to replace the device, there were no adverse patient effects. The patient had an underlying rhythm.